Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: product code: 03.037.022. Lot: f-22662. Release to warehouse date: 28 september 2017. Expiration date: na. Supplier: (B)(4). Manufacturing site: werk villmergen logistik. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 9, 2024, a stepped drill bit had a broken tip. There was a report of metal swarf in the patient's wound. The team suspects notching of the nail with the drill bit. Procedure was completed successfully with no delay. This report is for a 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).